Event description:
While performing CT scan of abdomen at 2ml/sec flow rate, the extension set popped and split. The exam was completed with another set. The tubing did not burst at either connection end.